Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
During insertion of a helical blade for a tfn procedure, the back of the coupling screw for inserter broke. Insertion completed. Removed outer handle using conical extractor from screw removal to detach broken coupling screw. This is report 1 of 1 for complaint # (B)(4).